Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of leaking oil could not be confirmed. The device was not evaluated for the reported event. The device passed all tests and no problems were observed. If additional information is received a supplemental report will be submitted. (B)(4).

Event description:
Report received from the USA stating that the device was leaking oil. It is known that the device was being used during surgery however no patient or user injury reported. It is unknown if medical intervention occurred. The date of event is unknown. There was no additional information provided.